Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 18-nov-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal baclofen (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the patient reported that their managing hcp recommended them to get their pump checked due to issues with their pump. Additional information was received from a patient representative (rep) reporting that "around the (B)(6) of the year 2024", that the pump was not working so well. In (B)(6) of 2024 they did a catheter dye study and found catheter had a kink and they replaced it in (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that diagnostics/troubleshooting performed included a pump study. The cause of the issues with the pump/replacement was kink in the catheter. This resolved the issues at the time.